Event description:
It was reported by the patient that she underwent a breast reconstruction using a transabdominal flap with the muscle on (B)(6) 2007 and mesh was used. The patient reports that she was diagnosed with gangrene in (B)(6) 2008. The patient experienced pain in mid to lower abdomen and pelvic region, urinary frequency and painful intercourse over the past 3-4 years. Additional information has been requested.

Manufacturer narrative:
(B)(4). Gangrene. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported by the patient that she underwent a breast reconstruction using a transabdominal flap with the muscle on (B)(6) 2007 and mesh was used. The patient reports that she was diagnosed with gangrene in 11/2007 and underwent debridement. In 2008, the patient was admitted to the hospital for debridement of the necrotic right breast wound, skin graft placement and closure of the abdominal wound. Cultures revealed bacteroid fragilis, enterococcus faecalis and serratia marcescens. The patient was maintained on vancomycin and invanz. The patient has some incisional pain which is under control with her current pain medications. The patient has experienced pain in mid to lower abdomen and pelvic region, urinary frequency and painful intercourse over the past 3-4 years. (B)(4).